Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as fold flaw opening. Additional observations: creases are observed. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side exchange with no complaint against the device. Heathcare professional, later reported, rupture. And "hole non-specific". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Heathcare professional later reported rupture and "hole non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.